Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of acl, when tighten the suture, the suture loop was broken. The complaint device was received and evaluated. The white suture was not received along with the device. The ends of the sutures received are slightly frayed which is a possible indication that the suture came in contact with a sharp instrument. As the white suture was not received, we cannot confirm this complaint. The possible root cause for the broken reported could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps and creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l18976, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number:6l18976, and no non-conformances were identified.

Manufacturer narrative:
H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during an acl procedure, when tightening a rigidloop adjustable cortical implant standard, the suture loop was broken. Another device was used to complete the surgery. No surgical delay or patient consequence reported. No additional information could be provided.